Event description:
It was reported to fresenius that a novalung console displayed error codes 206 and 208 while a patient was on extracorporeal membrane oxygenation (ECMO) support. The errors occurred three hours after ECMO support started. Flow measurement was no longer possible when this occurred. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the sensor box, or any of the connected components. Treatment was able to be continued despite the alarms. To resolve the reported problem, the facility changed to another console. The alarms did not result in any blood loss or any other patient injury or harm. The sample was not available to be returned for evaluation. The serial number of the sensor box was (B)(6).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no sample was available for evaluation. However, the described issue is a known failure pattern. The investigation of machine files was not necessary. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Originally, the components d500-1087bb and d500-0255aa with a problematic material combination (gold/tin) were included in the sensor box. Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.

Event description:
It was reported to fresenius that a novalung console displayed error codes 206 and 208 while a patient was on extracorporeal membrane oxygenation (ECMO) support. The errors occurred three hours after ECMO support started. Flow measurement was no longer possible when this occurred. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the sensor box, or any of the connected components. Treatment was able to be continued despite the alarms. To resolve the reported problem, the facility changed to another console. The alarms did not result in any blood loss or any other patient injury or harm. The sample was not available to be returned for evaluation. The serial number of the sensor box was (B)(6).